Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been added, which was missed in the initial report. The missed information has been provided in section b5 with this report.information provided in the initial report in section h6 under health effect - impact code: 4650 was incorrect.the correct information has been provided with this report in section h6 under health effect - impact code: 2199 .

Event description:
Updated description: emergency medical services were dispatched to the customer. Customer cannot recall the treatment. It is unknown if customer has been using the insulin pump within 48 hours of the event. Troubleshooting was declined.

Manufacturer narrative:
Pump was received, with a critical pump error (open book image) alarm. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the data, due to critical pump error (open book image) alarm. Unable to test for possible under delivery anomaly (reason code) or possible over delivery anomaly, due to critical pump error (open book image) alarm. Possible under delivery anomaly was unknown. Successfully downloaded firmware using crest. Successfully downloaded comlink3 file using thus. Pump failed to enter recovery mode preventing download of history files and traces using thus. Per freger, mark, r&d engineer: without traces, the root cause of the open-book cannot be identified. Pump was cut open to perform visual inspection. And found moisture damage on the pcba 1, pcba 2 and motor. The original pcba 2 was cleaned, installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and a critical pump error (open book image) alarm noted. The original pcba 1 was cleaned, installed and swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and no critical pump error (open book image) alarm noted. Critical pump error (open book image) alarm was confirmed, due to moisture damage on the pcba 2. The following were noted, during visual inspection: minor scratched display window, missing display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, faded/stained serial number label, scratched keypad overlay, keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment, during testing. Unable to verify bolus delivery, source of boluses delivered, daily total of all insulin delivered and any alarms/suspends, for event date 05-jul-2023, due to critical pump error (open book image) alarm/download anomaly. Unable to perform the history review 1 week, prior to the event date 05-jul-2023 in the pump history file, due to critical pump error (open book image) alarm/download anomaly. Unable to perform the functional testing, due to critical pump error (open book image) alarm. Unable to confirm, alleged low bgs. Unable to test for possible under delivery anomaly (reason code) or possible over delivery anomaly, due to critical pump error (open book image). Alarm confirmed, due to moisture damage on the pcba 2. Possible under delivery anomaly was unknown. Possible over delivery anomaly was unknown. Unable to download history files and traces using thus (confirmed), due to moisture damage on the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced low blood glucose. The customer¿s blood glucose level was 44 mg/dl. The customer treated low blood glucose with emergency medical service. It was unknown whether the auto mode feature was activated at the time of low blood glucose event. Customer had been using the insulin pump system within 48 hours of the reported low blood glucose event. The customer also reported issues with the pump. Troubleshooting was performed. No further patient complications were reported. The insulin pump will be returned for analysis.